Event description:
The carefusion bellavista bv1000 ventilator shut down on a patient in the middle of the night. There were no issues with the electrical outlets or power issues which could have attributed to this issue. The nurse automatically switched out the ventilator for one that was working at the time of the failure.